Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093275. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a clearlink system continu-flo solution set came apart from the IV site which resulted in a leak of unspecified fluid. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.